Manufacturer narrative:
The b12 reagent lot number is 72861800. The ferritin reagent lot number is 73673700. The folate reagent lot number is 72679200. The testosterone reagent lot number is 74053000. The cortisol reagent lot number is 74466600. The insulin reagent lot number is 68250100. The expiration dates were not provided. The customer observed bubbles in the procell cup and replaced the cup and performed a prime after changing the procell bottle. The service maintenance actions performed by the customer resolved the issue. No further issues were reported.

Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay, elecsys folate iii assay, elecsys cortisol ii, elecsys testosterone ii assay, elecsys insulin, and elecsys ferritin results for 19 patient samples on a cobas 8000 cobas e 602 module. The customer questioned the initial results which prompted them to repeat the samples. For sample 1, the initial b12 result was 1443 pg/ml, the initial folate result was 16.83 ng/ml, and the initial ferritin result was 0.500 ng/ml with flag. The repeat b12 result was 475.6 pg/ml, the repeat folate result was 4.98 ng/ml, and the repeat ferritin result was 125.1 ng/ml. For sample 2, the initial ferritin result was 1.54 ng/ml. The repeat result was 209.6 ng/ml. For sample 3, the initial ferritin result was 106.6 ng/ml. The repeat result was 379.8 ng/ml. For sample 4, the initial ferritin result was 0.500 ng/ml with flag. The repeat result was 26.02 ng/ml. For sample 5, the initial b12 result was 2000 pg/ml with flag and the initial folate result was 4.54 ng/ml. The repeat b12 result was 226.6 pg/ml and the repeat folate result was 2.09 ng/ml. For sample 6, the initial b12 result was 2000 pg/ml with flag and the initial folate result was 20.00 ng/ml with flag. The repeat b12 result was 565.0 pg/ml and the repeat folate result was 5.87 ng/ml. For sample 7, the initial b12 result was 2000 pg/ml with flag and the initial folate result was 10.71 ng/ml. The repeat b12 result was 482.9 pg/ml and the repeat folate result was 2.46 ng/ml. For sample 8, the initial b12 result was 2000 pg/ml with flag. The repeat b12 result was 749.6 pg/ml. For sample 9, the initial b12 result was 2000 pg/ml with flag and the initial folate result was 11.54 ng/ml. The repeat b12 result was 559.4 pg/ml and the repeat folate result was 2.96 ng/ml. For sample 10, the initial ferritin result was 5.10 ng/ml. The repeat result was 162.1 ng/ml. For sample 11, the initial cortisol result was 30.58 and the initial testosterone result was 7.42. The repeat cortisol result was 15.18 and the repeat testosterone result was 4.15. The units of measurement were not provided. For sample 12, the initial ferritin result was 3.83 ng/ml. The repeat result was 272.7 ng/ml. For sample 13, the initial b12 result was 2000 pg/ml with flag and the initial ferritin result was 4.99 ng/ml. The repeat b12 result was 267.8 pg/ml and the repeat ferritin result was 247.1 ng/ml. For sample 14, the initial b12 result was 2000 pg/ml with flag. The repeat b12 result was 633.5 pg/ml. For sample 15, the initial insulin result was 0.200 with flag. The repeat insulin result was 15.76. The units of measurement were not provided. For sample 16, the initial ferritin result was 1.82 ng/ml. The repeat result was 149.9 ng/ml. For sample 17, the initial b12 result was 2000 pg/ml with flag and the initial folate result was 20.00 ng/ml with flag. The repeat b12 result was 645.4 pg/ml and the repeat folate result was 9.69 ng/ml. For sample 18, the initial ferritin result was 50.33 ng/ml. The repeat result was 908.5 ng/ml. For sample 19, the initial b12 result was 2000 pg/ml with flag, the initial folate result was 6.08 ng/ml, and the initial ferritin result was 21.50 ng/ml. The repeat b12 result was 735.4 pg/ml, the repeat folate result was 3.34 ng/ml, and the repeat ferritin result was 878.4 ng/ml. The repeat results were deemed correct.